Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on (B)(6) 2016, it was reported that the device was not cutting skin. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed nicks, and scratches throughout the hand piece. There were nicks noted to the control bar. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The safety switch and the thickness control lever operate as intended. The master blade, serial number 10, was flush with the control bar. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer's hose and operated within motor speed specifications. Additionally the 4 inch width plate showed evidence of overtightening. Functional tests: repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Prior to repair, the device operated within motor speed specifications and was outside calibration specifications at the zero thickness setting. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that the device was not cutting skin. Additional information was provided stating that the event occurred during surgery and there was patient harm/injury associated with the report, wherein the patient had a deep cut. An alternate device was retrieved for use during the surgery without delay and there was no impact/damage to graft harvest. The blade was properly placed and no dermacarrier was used. The device was not repaired by someone other than zimmer biomet and no medical intervention/additional surgical procedure was required.

Manufacturer narrative:
The reported event ¿that the device was not cutting skin¿ was confirmed since during the initial inspection and post repair the control bar was noted to be nicked. This damage to the control bar could cause the graft to snag causing an improper cut. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. The user most likely mishandled the device causing the control bar to become damaged. The instructions for use state that ¿should it become inadvertently dropped or damaged, it should be returned for service. Do not use.¿ as noted by the service technician, air dermatome, serial number (B)(4), repair of the air dermatome was performed by zimmer biomet surgical on july 9, 2016 which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Prior to repair, the device operated within motor speed specifications and was outside calibration specifications at the zero thickness setting. Post repair analysis of the air dermatome revealed that the control bar was nicked. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. Recommended actions: no recommended actions at this time.